Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.4, laboratory inr: 0.9. The time between testing was two hours. Therapeutic range 2.0-3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.4, reference: 0.9, mean: 1.65, confidence: 1.2 - 2.3, limits. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Neither product expected to return nor strip lot information provided. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No strip lot information was available for further action. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending.